Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the stapler along the stomach-to-stomach tissue during a laparoscopic sleeve gastrectomy, the device was difficult to load. The technician described the cycling of the instrument as feeling different. The device did not make a closed "click". The device fired, but there was a poor staple formation. The surgeon abandoned the fire because the firing felt grainy and felt like the reload was pulling something. There was no cracking of the handle. There were tissue damage and bleeding. The surgeon inspected the staple line for the proper staple formation and controlled the bleeding with pressure to resolve the issue.